Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unusual or grinding noises different from the normal rewind noises. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump ever shoot or squirt insulin out of the infusion set when prime it, instead of just dripping out and insulin pump had some problems. The device will not be returned for analysis.